Manufacturer narrative:
The affected device was manufactured in august 2010 and it was analyzed onsite. During the analysis of the device and the log entries the reported malfunction could be confirmed, and a faulty power supply was determined to be the root cause. If the power supply fails to deliver the internal supply voltages the user would be alerted to this condition by an audible power failure alarm from a buzzer driven by an independent source (gold caps). This gold caps can supply the buzzer according to iec 60601-1-8 for at least 2 minutes. During power failure an emergency-breathing valve would open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator runed off while connected to a patient. The nurses replaced the ventilator as a result of the malfunction. No patient injury was reported.